Event description:
It was reported that the pump touch screen unresponsive and cracked there was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump after a resolved the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.